Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 3.6, lab: 7.1, mean: 5.35, confidence limits: unable to determine. 3.1, 8.7, 3.8 and 2.4 inr are excluded from comparison test since testing was done more than 3 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per tech support rep, customer was recently diagnosed with diabetes and had ampicillin. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. Investigation requirements. Donor 1: test date: approx one month later. Donor 2: test date: same day. Returned meter: in-house meter: type of test: accuracy; retained strip: 216973, strip code: df6w4. Based on memory, returned strip code xh4rl does not correspond with inr results provided by the customer, but strip code df6w4 does. Comparative system: sysmex 560. Type of donors: therapeutic. Functional test: yes. Visual inspection: yes. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 216973 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Meter strip testing passed. Visual inspection passed. Meter functional test passed. Meter data memory reviewed, does not register reported inratio result 3.6. Product deficiency not established. No further action required. Replacement meter per customer service procedure. As of date, 6 discrepant results complaints were reported for lot # 216973 yielding a complaint rate of 0.001%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" testing was done at 8:30 am at the lab and not until 3:00 pm on the meter. Two days later, patient stopped taking coumadin until about one week later, so it will come down, since the readings were so high; per doctor's instructions.